Event description:
Additional information was received that a revision procedure was performed. The non-bsc rv lead was surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the non-bsc right ventricular (rv) shock lead impedance measurement increased to greater than 125 ohms, then decreasing to 90 ohms. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).